Event description:
It was reported to philips that there were no images on the flexvision monitor. The system was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of the complaint.